Event description:
An implant card was received indicating that the vns patient underwent generator and lead replacement surgery on 04/11/2014 due to lead discontinuity. Further follow-up revealed that the patient¿s device was not programmed off after observing high lead impedance but the patient¿s device settings were reduced. X-rays were not taken. The patient stated that she previously had a seizure and hit her neck that may have caused the event. The suspect medical device has not been returned to date.

Event description:
It was reported that device diagnostics resulted in high impedance (dc dc code - 7). It was reported that the patient would be referred for surgery. Clinic notes dated (B)(6) 2014 note that the patient has had about five episodes of seizures which she says are different from the ones she used to have before the surgery. It was noted that diagnostics showed high impedance. Clinic notes dated (B)(6) 2014 note that the patient has begun experiencing an uncharacteristic increase in seizures that were different than the ones she experienced prior to vns. Surgery is likely, but has not occurred to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the explanting facility discarded the explanted devices.